Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the facility for evaluation. Signs of blood and charred tissue were observed. A visual analysis was conducted. It was observed that the c-ring and the scope wash tubing was missing from the device. The insufflation tube could be detected within the cannula. Based on the returned condition of the device, and the results of the evaluation, the reported failure "break" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro c-ring broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.